Manufacturer narrative:
(B)(6). Method: the subject device, opt318 optiflow junior infant nasal cannula was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubes was detached from the cannula tube joint with the visible glue residue on surface of the detached tube end and inside the cannula tube joint. Conclusion: our investigation could not determine the exact cause of the reported damage to the subject device. Based on our knowledge of the product it is most likely that the tubing was subjected to excessive force. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior infant nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt318 optiflow junior infant nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube."

Event description:
A distributor in china on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt318 optiflow junior infant nasal cannula was detached from the cannula tube joint during use on a patient. There was no reported patient consequence.